Event description:
A consumer reported via social media of having lasik to correct the vision problems after having a multifocal intraocular lens (iol) implanted. The reporter did not provide any contact info; therefore, follow up was not able to be conducted.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. The reporter did not provide any contact info; therefore, follow up was not able to be conducted. (B)(4).